Event description:
Patient sample collected in edta anticoagulant, was tested for abo and "d" on the abs2000 instrument. The sample, a group o+, typed as o-. This event represents a believable, but incorrect "d" type. Falsely negative results were obtained in cell (forward) tests with two different reagent anti-d. The error was detected because instrument results did not match the pt's historical type of record.